Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia. The customer blood glucose level was 292 mg/dl mg/dl at the time of hospitalization and went up to 400's mg/dl while on the insulin drip. The customer was treated with insulin drip for high blood glucose at hospital. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that he went to the hospital in confusion at training and when through computed tomography scan the doctor stated that there were bleeds found in the frontal. The insulin pump will not be returned for analysis.